Manufacturer narrative:
The returned representative sample was examined for visual inspection and no defects were found on the packing; the sample was opened and the needle was attached to the suture. The swage area of the needle-sutures was examined for visual inspection attribute defects and no attachment defects or needle breakage was noted. The sutures were dispensed without problems and examined along of the strand and no defects or damage was found. According the samples conditions, no attachment defects or needle breakage was observed on the sample.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? Unknown. Did the needle fall into the patient? Yes. Were x-rays taken to locate the needle piece(s)? Yes. Was the needle piece(s) retrieved during the same procedure? No. Does a piece of the needle remain in the patient¿s tissue? Yes. What tissue structure is it located? Fascia. What measures were taken to retrieve the broken piece? Unknown. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No. If retained, what is the surgeon's opinion of consequences to the patient? Unknown. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What is current condition of the patient? No consequence.

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, while suturing the fascia, the needle broke in pieces and fell into the patient. X-ray was performed on the patient but the broken needle pieces were not found. Another like suture was used to complete the procedure. The broken needle piece was left in the patient and located in the fascia. It was also reported that the current condition of the patient has no consequence.